Event description:
Healthcare professional reported left side rupture, presence of silicone in the nodules of the axillary cavities and axillary extensions, small liquid collections, reactive lymph nodes, folds, and capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, capsular contracture, and lymphadenopathy are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, rupture, silicone migration, capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ silicone migration: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ wrinkling of the skin: unable to observe as it is not related to the device. ¿ device wrinkling: no observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, presence of silicone in the nodules of the axillary cavities and axillary extensions, small liquid collections, reactive lymph nodes, folds, and capsular contracture, baker grade iii. Device has been explanted and replaced.